Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the experienced senior surgeon have his 3. Rodbreake - further info will come.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device found the rod had fractured. An analysis was performed to investigate the fracture. The fracture exhibits a rough and grainy surface morphology. The uniform surface suggests these underwent a high-stress static overload failure. A review of the device history record could not be performed as the lot number was not on the returned portion of the rod. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the fracture of the rod intraoperatively could not be determined. However, fracture analysis suggests these underwent a high-stress static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.